Manufacturer narrative:
(B)(4).

Event description:
It was determined that the adverse event was not caused by a device malfunction or as result of a defect or problem with the device. It was attributed to unforeseen pt factors including the rigidity and anatomic configuration of the mass as well as the fragility of the pt's tissues. At this time, to our knowledge, the hospital has not reported the incident. The pt suffered from end-stage hemodialysis dependent renal disease with associated tissue fragility. The pt was found to have a right atrial mass with near obstruction of the inferior vena cava. It is believed that the physicians determined that an open surgical removal of the mass would be too risky and chose a less invasive procedure utilizing the vortex angiovac cannula to facilitate removal of the undesirable intravascular material during the performance of extracorporeal bypass. During the procedure, the mass was found to be more chronic and fibrotis than anticipated. After removal of approximately half of the mass, the blood pressure fell and the echocardiogram showed evidence of a pericardial effusion. The physician converted to an open procedure and the perforation was repaired. The pt remained hemodynamically unstable and was transferred to the operating room for definitive treatment. The pt expired because the surgeon was unable to initiate cardiopulmonary bypass because he was unable to insert a venous cannula past the residual obstructing mass. At this point it became clear that the anatomic relationship between the mass and the right atrial wall created an unexpected cul de sac. It was felt that this unusual anatomy and the fragility of the tissues lead to the perforation despite appropriate manipulation of the cannula, which functioned properly and as indicated.